Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a small knot of tissue near the spinous process in the thoracic area where the paddle was implanted. It was also noted that patient was experiencing neck pain and had injections. The cause of pain was unknown. The device remains implanted in patient's body.